Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was being prepared and a deficient deflection of the delivery system was observed, bent in an unusual way, almost 3d. The leadless ipg system was inserted in the introducer and device was implanted in the high septum position with good threshold, sensing and impedance. Successful pull test performed. Upon additional threshold testing, a rise was noted. The leadless ipg was re-positioned in two various positions and in both the leadless ipg did not pace. The high septum position was tried again, and threshold was observed as high. The leadlessipg system was removed and replaced with another of the same device. No patient complications have been reported as a result of this event.